Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive results. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer reported receiving a suspected false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Five repeat cue covid-19 tests performed on an unknown date provided positive results. Customer had covid-19 symptoms. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.